Manufacturer narrative:
The investigation for high purge pressure has been completed. Impella rp flex returned for evaluation. Upon visual inspection, no visual abnormalities were observed. Biomaterial was present wrapped around the impeller and on the purge gap. Pump was purged for approximately 5 minutes in a bucket of water and high purge pressure did not reproduce. Pump was turned on to p-9 and biomaterial on impeller was kicked off and again high purge pressure did not reproduce. Data logs from field showed two large motor current spikes occur almost immediately after pump was started, both with simultaneous speed deviations. Purge flow began to drop with an increase in purge pressure right after motor current spikes. Purge pressure remained high for approximately 2 hours before purge pressure began to drop for remainder of case. Clinical details noted that central line located in right internal jugular (rij) was removed just prior to inserting rp flex pump. Tissue plasminogen activator tpa was also added to the purge solution in attempt to resolve high purge pressure alarms. The root cause of the high purge pressure was due to biomaterial ingestion. D9 date device returned to manufacturer added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp with smartassist system section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 76-year-old male was implanted with an impella rp flex device for mechanical circulatory support. Us complainant reported that a patient was on impella rp flex support. After ramping up, rp purge pressure became high and then blocked. High pressure resolved with tissue plasminogen activator (tpa). Survival outcome at the time of explant states patient did pass. (Use of the device cannot conclusively be associated with the outcome.)